Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The customer's report was not observed during evaluation of the device. The device data log was reviewed for the reported event date, 2/9/2022, however only a manual 30j test was observed. Entries for 2/10/2022 better align with the event description and thus were also reviewed. The device is powered on at in auto defib mode, the initial analysis is completed and results in a no shock advised. A "noisy ECG" message is displayed during the first analysis which instructs the user to check and adjust electrode placement and cable connections. The second and third analyses, results in a "shock advised" message however each time the log indicates the shock button was not pressed and seconds later the device is powered off and on. After the fourth analysis, a shock is advised however a shock button press is not recorded, instead the device is switched to manual mode. Later on, the same day, the device is powered on once again in manual mode this time. A 30j test is completed successfully and a series of shocks are delivered until the device is turned off and on. This claim has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.